Manufacturer narrative:
Investigation in progress. No additional information available at this time.

Event description:
It was reported that, the surgeon found the wire came off one side from the insert. He pushed the wire into the slot of insert by his finger. And, he tried to lock the insert onto the tibial base plate but the insert did not lock with the base plate. Then, he implanted a spare product (same size) instead of it.